Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis of the device revealed normal battery depletion. Concomitant medical products: 4543 competitor lead, (B)(6) 2006, 0184 competitor lead, (B)(6) 2006.

Event description:
It was reported that the physician was disappointed with the device longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.